Event description:
A report was received that a patient was experiencing difficulty establishing communication between the ipg and the remote control (rc). The bsn field clinical engineer (fce) indicated that the communication coil was malfunctioning. Ipg replacement has been recommended.